Event description:
There was a planned placement of the leg extension with the contralateral leg. They used the molding balloon to seal the graft. However, the balloon snagged on the contralateral limb during withdrawal. As a result, there was a reduced overlap between the main body graft and the leg stent graft. It was therefore decided to place the leg extension to bridge the two devices. This was done successfully.